Event description:
It was reported that frost on the shaft was observed. During a lung cryoablation procedure using two icesphere 1.5 cx 90 degree needles, frost was observed on the entire shaft of one of the needles and was adhered to the patient's skin. The treatment was completed successfully using both original devices with no injury to the patient.